Event description:
It was reported while using bd bottle difco agar 454g the prepared media was observed to be softer than with previous batches. This led to difficultly in reliably reading the motility of qc and an unspecified number of patient samples. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary- this memo is to summarize findings on your complaint related to bottle difco agar 454g, catalog number 214010, batch number 4338853, and complaint #(B)(4) for unsatisfactory media performance and appearance. Components are milled and blended (where required) and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing consists of dehydrated medium appearance, solubility, solution appearance, loss on drying, ash, calcium, magnesium, melting point, gelation point, residual solvents, and growth performance with organisms specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During this time there have been no other confirmed complaints on this product. Photos or returns were not available for investigation. A retention lot of the complaint batch was tested alongside a reference of difco agar for solution appearance, gelation point, melting point, and gel strength. Both batches were prepared per label instructions, a 1.5% solution was mixed with di water and then heated to a boil for one minute to complete solution. Then the media was autoclaved at 121°c for 15 minutes. The flasks were then cooled to 45-50°c in a waterbath and molten appearance was observed. Satisfactory molten appearance is very light amber, very slightly to slightly opalescent, and may contain a small amount of black particles. Both the reference and the retention batch were very light amber, very slightly opalescent with no precipitate, particles or foreign material. Satisfactory gelation point is 32-39°c. The gelation point of the reference sample was measured at 34.8°c and the gelation point of the retention sample was measured at 34.6°c. Satisfactory melting point is 83-89°c. The melting point of the reference sample was measured at 85.8°c and the melting point of the retention sample was measured at 86.4°c. Satisfactory gel strength is 760-1100 gm/cm2. The gel strength of the reference sample was measured at 941.1 gm/cm2 and the gel strength of the retention sample was measured at 959.0 gm/cm2. Plates of both the reference and the retention samples were also firm and streakable. The retention batch was comparable to the reference batch. Bd will continue to trend dcm complaints for performance and cosmetic defects.

Event description:
It was reported while using bd bottle difco agar 454g the prepared media was observed to be softer than with previous batches. This led to difficultly in reliably reading the motility of qc and an unspecified number of patient samples. There was no health impact or consequence reported.